Event description:
The following info concerning the event was supplied to cardinal health via an e-mail from the mhra. "Pt died some time after this incident. Pt had a number of complications. Twenty-five weeks premature had a worsening condition of profound metabolic acidosis, attempted oscillation ventilation. Pt started on assisted pt triggered mode of ventilation. Due to worsening condition clinical decision made to use oscillating ventilation. Worked well for over 6hr although pt condition had not improved. Oscillator started to make a loud whistling noise. Users confirmed this to be the gas failure alarm. Users observed the oscillator was still working during this alarm. Whilst still oscillating the pt various checks made to determine cause decision 0.5hr decision made to replace the oscillator." " on initial investigation by on call engineer it was confirmed the noise was the gas fail alarm. The following confirmed it was confirmed that the blender used on this equipment which houses the gas fail alarm whistle was faulty. Our records show this blender was recently supplied as a service exchange and this was probably the first time it was used on a pt. (Next service date aug 2009). Viasys were contacted and they attended. They also confirmed the cause of the whistle was due to the gast fail alarm although the blender is actually still delivering the correct level of oxygen. Blender has been withdrawn and held in quarantine." The following additional info concerning the event and the circumstances surrounding the pt's death was copied from an e-mail from the user facility that was in response to a letter sent by cardinal health seeking additional info. "Pt had been on sensor medics hfov since 2007. The ventilator was functioning normally. At 18:30, continuous alarm began. No alarm lights on the ventilator illuminated. Power supply, and gas tubing was all checked and found intact. There was no observed change in the pt's condition (pt was extremely sick - see below). Our impression was that despite the persistent alarm the ventilator was functioning normally. It was unclear at the time what caused the alarm." "Pt was extremely preterm baby (25 weeks gestation. She had been reasonably stable until the previous night when she deteriorated due to a pulmonary haemorrhage and thereafter needed intensive support including hfov with fio2 100%, inotropic support, bicarbonate infusion and blood products. She had stabilized to an extent on hfov but had begun to deteriorate again about two hours prior to the said "alarm." "As indicated the pt's condition did not change in parallel to the alarm. No other hfo was immediately available. Attempts to ventilate manually (neopuff) 7 a brief trail of conventional ventilation resulted in lower saturations than previously. An hfo was transferred from another pt (who was able to manage on conventional ventilation) and hfo was continued. The pt's general condition continued to deteriorate with no improvement in oxygenation and ventilation, and a persistent and worsening metabolic acidosis refractory to bicarbonate infusion. The pt died about 8 hours later. It is unlikely that the alarm failure made any contribution to the pt's death."

Manufacturer narrative:
The event occurred at: hospitals, medical physics dept. Cardinal health has requested that our distributor obtain the alleged faulty device from the user facility and return it to our manufacturing facility for evaluation.